Event description:
It was reported that the remote monitor transmission was missing the atrial markers. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor transmission was missing the atrial markers. The device remains in use. No patient complications were reported as a result of this event. The file was reviewed and it was reported that there was poor telemetry between the device and the remote monitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information --noted that all makers are included in the supplemental markers. Tech services investigation noted the device data management application has not changed all markers are included in the supplemental markers which are coming through the patient management site. Tech services indicated that this points to the device not sending the atrial markers based on parameter setting and scenarios. Therefore, a supplemental report will be submitted to provide all relevant information.